Event description:
It was reported via the stryker facebook page; the pins on my shin bore two big holes into my shin bone and now I've got an infection all through my body that I'm dealing with. Sure glad I did the mako.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Corrected data: upon further review, this report has been identified as a duplicate of MFR#: 3005985723-2024-00119. All further reporting will be provided under the original MDR#: 3005985723-2024-00119.

Event description:
It was reported via the stryker facebook page; the pins on my shin bore two big holes into my shin bone and now I've got an infection all through my body that I'm dealing with. Sure glad I did the mako.